Event description:
Trochanteric nail broke due to nonunion.

Manufacturer narrative:
The only info that could be gathered is this was a nine month old nonunion. Doctor montane noted it looked like the pt pushed the envelope. Further info was attempted to be gathered such as part and lot number as well as pt info.